Event description:
It was reported that during a surgical procedure the tip broke off of the irrigation handpiece. The device did not fall into the surgical site. There were no adverse consequences and no delay reported. A back-up device was used and the procedure was completed successfully.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.